Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system /memory pcb assembly and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed parts and observed that the memory pcb causes the "service" message on the display after a random amount of time from boot-up; however further component cause could not conclusively be determined.

Event description:
It was reported that the device showed "service" on the screen upon boot-up, which would not allow the device to advance further. The device was inoperable once the message appeared on the screen. There was no pt use associated with the reported failure.